Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a fortrex hp pta balloon with a 9fr sheath and an 035 non-medtronic (boston superstiff amplatz) guidewire during a cholangiography procedure of the patients biliary artery. There were no abnormalities reported in relation to anatomy. Embolic protection was not used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU was followed and the device was prepped with no issues noted. The device did not pass through a previously deployed stent. No resistance was noted during advancement. Excessive force was not used. According to the end-user record, a balloon with a diameter size of 8mm was intended to be utilized but there seems to be a discrepancy between the size indicated on the package (8mm) and the actual size (5mm) perceived during the procedure. The physician compared the 9f sheath (3.33mm) and fortrex expected size (8mm x 80mm), the balloon was fully inflated at rated burst pressure but only showed up to 5.13mm on the image. Physician suspects it is a potential mislabelling. The procedure was completed using the 5mm balloon and patient was discharged. No patient injury reported.

Manufacturer narrative:
Image analysis: the customer returned one procedural image. The image shows an inflated balloon in the patient¿s vasculature. There is a balloon outer diameter measurement of 5.14mm and an outer diameter measurement of 3.33mm for the distal end of a sheath marked on the image. Measurements taken are perceived and not measured by a calibrated measurement device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.